Event description:
A malfunction was reported with the customer's pump, which persisted even after attempting to reset it. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset instructions, confirmed a replacement pump, and gave guidance on storage mode and returning the faulty pump through a pre-paid label. The customer was informed about using multiple daily injections (mdi) as a backup therapy and acknowledged all instructions.